Event description:
It was reported that the pump reset unexpectedly. Customer will continue to use the current pump. It was also reported that a cartridge alarm 1 occurred during basal delivery. A cartridge change was performed resolving the issue. The customer's blood glucose level was 180 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.